Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, ubd: 26-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of lioresal via an implantable pump. The indication for use was not provided. It was reported the patient's pump and catheter were explanted on (B)(6) 2019 due to an infection. It was indicated the devices were not replaced, but will be replaced in the future. The cause of the infection was unknown. It was indicated the pump and catheter would not be returned. The customer declined to return the devices to the manufacturer. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was as provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, medical history, and patient weight were not available.